Manufacturer narrative:
The reported events of low pacing impedance, under-sensing, p-wave amplitude variation and inadequate capture were confirmed. The device was received with low output and normal telemetry communication. Device image analysis indicated elevated leakage current after the explant date. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range, signs of elevated current were noted through device image analysis. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported a patient's pacemaker presented with low pacing impedance, p-wave amplitude variation, and under-sensing. Intermittent capture and high pacing thresholds were also noted. Programming attempts were made but the device was ultimately explanted in a procedure on (B)(6) 2023. Post-procedure the patient was stable.